Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. It was noticed that the patient had 600-900ml of parenteral nutrition (pn) remaining in the bag after a 12h pn infusion completed. It was a 4.3l bag, and there should have only been 50 ml overfill, so the patient missed up to 20% of the intended pn dose. They did not have to stop the infusion for any other medications so it ran the entire 12 hours with 1hour taper up and 1 hour taper down. There was no known patient injury or medical intervention associated with this event. No additional information is available.